Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when battery conditioning was completed, the cardiosave intra-aortic balloon pump (iabp) unit's battery conditioning test failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse replaced the defective batteries. The iabp passed functional tests and was returned to the customer for use.

Event description:
N/a.